Event description:
Caller states patient received results of 567 mg/dl, 210 mg/dl, and 175 mg/dl within 10 minutes on the inform system while using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.